Event description:
It was reported during an ablation procedure, isolation of the pulmonary veins could not be completed. The catheter was removed from the patient and it was noted that there was no irrigation to the tip of the catheter due to a saline leak from the handle. The device was replaced and the procedure continued. There were no consequences to the patient.

Manufacturer narrative:
We are in the process of evaluating this device. A follow up report will be submitted when evaluation has been completed. Date report submitted to FDA by manufacturer: 08/24/2010. Date the initial reporter provided the information to the manufacturer: (B)(4)2010.